Manufacturer narrative:
Information references the main component of the system.

Event description:
A consumer reported that a patient with an implantable neurostimulator (ins) had a transurethral resection of the prostate (turp) and had a benign growth removed from the bladder. There was no information available indicating if this event was related to the device or therapy. The healthcare provider is talking about another ins down the road in 3 to 4 months, after a month of antibiotics. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.